Event description:
Infrarenal aaa repair with gore aortic prosthesis. Remains of the top cap from the main body deployment device found on aortogram on wire above the device. Top cap was snared and removed without injury prior to end of procedure.